Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs stat results for 3 patient samples on a cobas e 411 immunoassay analyzer. Of the data provided, there were discrepant results for 2 patient samples. For patient 1 the initial troponin t hs stat result was 32.58 pg/ml. The sample was repeated twice and the results were 6.90 pg/ml and 8.20 pg/ml. On (B)(6) 2018 the sample was repeated and the result was 8.19 pg/ml. For patient 2 on (B)(6) 2018, the initial troponin t hs stat result was 15.95 pg/ml. The sample was repeated and the result was 11.39 pg/ml. There was no allegation of an adverse event. The field service engineer (fse) ran a performance test that was not acceptable. He changed the measuring cell and the performance test was then acceptable.

Manufacturer narrative:
A general reagent issue can be excluded. The investigation is ongoing.

Manufacturer narrative:
The customer provided a discrepant result for an additional patient sample. The initial troponin t hs stat result was 26.5 pg/ml. The repeat result was 6.24 pg/ml and deemed to be correct. There was no adverse event and no erroneous result was reported outside of the laboratory.

Manufacturer narrative:
The clotting time is not within manufacturer¿s recommendations. The alarm trace does not indicate an issue. Service replaced the sample probe, liquid level detection board. There have been no further problems with imprecision. The investigation did not identify a product problem. The cause of the event could not be determined.